Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a continuous "60 minutes" countdown message from the adc freestyle libre 2 sensor. The customer was unable to monitor glucose and experienced unspecified symptoms of hypoglycemia. The customer was unable to self-treat and required treatment of sugar by mother. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a continuous "60 minutes" countdown message from the adc freestyle libre 2 sensor. The customer was unable to monitor glucose and experienced unspecified symptoms of hypoglycemia. The customer was unable to self-treat and required treatment of sugar by mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. Section d4 - serial number has been updated from 3ma004gk3a8 to unk as it was deemed invalid during the extended investigation. All pertinent information available to abbott diabetes care has been submitted.